Manufacturer narrative:
Dates of event and implant: estimated dates. UDI could not be determined as the part number was not provided. The device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional individual patients referenced in the article are filed under separate medwatch report numbers.

Event description:
It was reported through an article, identifying cases of endocarditis post clip implantation have occurred. Specific patient information was not provided. Details are listed in the attached article, titled "enterococcus faecalis infective endocarditis following percutaneous edge-to-edge mitral valve repair¿. No additional information was provided.

Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.na - attachment: [article e-20255 cn-024738.pdf].

Manufacturer narrative:
The device was not returned for analysis and a review of the lot history record could not be performed as the part and lot information regarding the complaint device was not provided. Based on the information reviewed, a definitive cause for the reported endocarditis could not be determined in this event. The reported patient effect of endocarditis as listed in the mitraclip system instructions for use (IFU) is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.